Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Mechanical interaction with blood/hemolysis: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale/review: an impella cp was placed via the femoral artery to support the 84 year old male patient admitted in with plan for aortic valvuloplasty. There was a history of diabetes and prior cardiac arrest. The pump was supporting when there was concerns for hemolysis on the 3rd day of support. The two plasma free hemoglobin drawn were both over 40mg/dl, and ldh were elevated and so the team troubleshot by lowering of the pump p-level. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.